Manufacturer narrative:
Na

Event description:
During a surgical procedure, the silicone tip of the tls3 device broke and fell into the pt. The broken pieces were retrieved. There was no harm to the pt.